Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a lamp that did not light. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the lamp in the system did not light. The company service representative examined the system and found the system displaying system message (sm) ¿the lamp in the table top illuminator needs to be replaced. Please contact field service.¿ the xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on april 26, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).